Event description:
It was reported that a large volume folfusor was leaking from the fill port. The leak was further described as, ¿observed filling hole leaked after adding the drug solution to the pump and the valve at the gate did not prevent the liquid from flowing outwards¿. This was observed while filling the device with piperacillin 12g/ tatsobactam 1.5g 250 ml prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection on the sample via the naked eye noted evidence of leak (backflow) at the fill port when the fill port cap was removed. Further inspection revealed the cause of backflow was due to a particle measured to be 9.08 mm in length, stuck under the device checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ftir) testing. Acrylic is the raw material of the device stressmember which is located inside the bladder. The reported condition was confirmed. The most probable cause of the acrylic fragment lodged under the checkband is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.